Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display will intermittently go blank. The device was returned to nihon kohden, evaluated, and the reported issue could not be duplicated. Nihon kohden's repair center evaluated bsm for an extended period of time. They recommended replacing the lcd screen and the nibp board. The customer was notified and the repairs were made. Returned the repaired device to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display will intermittently go blank.